Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter body, dried drug, blood, or foreign material occlusion. Analysis of catheter serial number (B)(4) found catheter body, dried drug, blood, or foreign material occlusion. Analysis of the catheter serial number (B)(4) found pin connector/collet prematurely locked in place. Analysis of the pump found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
The patient had fluid buildup in the pump pocket and in the back around the catheter. A revision was done back in january (see manufacturer¿s report # 3004209178-2014-00109) and they thought that the patient was doing great, but the issue presented again, so the hcp (healthcare professional) decided to explant the pump and catheter. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the device was removed because, the patient had fluid in the pocket and had headaches. It was noted that a dye study was performed. The patient recovered without sequela.